Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving a notifier for low, out of range, high voltage lead impedance. All other electrical measurements were stable and in-range. Patient will be followed normally. No further information.